Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was admitted following episodes of inappropriate defibrillation therapy. Oversensing due to noise was observed on the right ventricular (rv) lead resulting in the inappropriate defibrillation therapy. The issue was resolved by deactivating the device and monitoring the patient. Further information was requested but not yet available.